Event description:
The customer reports that the mx40 has a speaker malfunction inop/ error code but was unable to confirm local audio. The device was not in use on patient at time of event. No patient involvement.

Event description:
The customer reports that the (B)(4) has a speaker malfunction inop/ error code but was unable to confirm local audio. No patient involvement.